Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. The pump was programmed with a test guardian link (3) transmitter with a watertight tester of 240 mg/dl and monitored for several hours and no communication anomaly or the glucose readings went low noted. On the event date of 04-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 14.025 u and dailytotalofbolusinsulindelivered = 14.75 u which is equal to the dailytotalofallinsulindelivered = 28.775 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 04-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select, back, graph, up, down, left and right button keypad overlay, pillowing keypad overlay, and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer returned pump for an alleged the sensor glucose was showing above 300 mg/dl but the actual blood glucose was low alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to wrong sensor reading. The sensor glucose was showing above 300 mg/dl but the actual blood glucose was low. Customer experienced loss of consciousness and was hospitalized for treatment, and discharged in same day. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.